Event description:
It was reported that air was observed in the patient line of the cassette during the initial drain on the homechoice. The caregiver (cg) stated that the home patient (hp) had pressed go before connecting and had connected after therapy was initiated. The technical service representative advised the cg to end therapy and start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error which occurred with an air in tubing, where the home patient started the initial drain before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly connecting to the homechoice when starting therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.